Event description:
It was reported the ultrasonic bronchofibervideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, d8, h3 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's allegation of no image was confirmed. Based on the results of the investigation, the root of the reported malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for a diagnostic endobronchial ultrasound procedure which was completed using a similar device. There was a delay of 5 minutes.